Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead had sustained a fracture and was exhibiting pacing impedance measurements greater than 2500 ohms. A signal artifact monitor (sam) event had occurred and programming assistance was requested by this caller. A boston scientific technical services consultant discussed the clinical observations and programming options with the caller. The device was programmed to vvir which turned off atrial sensing which will still monitor the atrium but the signal will no longer show up so it will not trigger another sam event. No adverse patient effects were reported.